Event description:
Reportable based on device analysis completed on september 24, 2025. It was reported that noise signal interference occurred intermittently. An intellanav mifi open-irrigated catheter was used for radiofrequency ablation of supraventricular tachycardia procedure in the atrioventricular node. During the procedure, a noise signal interference occurred intermittently, and it affected potential judgment. The device was replaced and completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable. However, returned device analysis revealed an obstruction on the distal end was noted. Please see block h11 for full investigation details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this intellanav mifi open-irrigated catheter was visually inspected and showed no defects. Functional test showed that the functional mechanism worked properly; no abnormal resistance was felt when actuating the device. During the leak testing, the device failed the test. All six irrigation ports flow freely during flow testing; but the device was obstructed, and could not be irrigated. A continuity test was performed, and the device passed the specification test. Electrical testing, including catheter recognition and noise assessment, could not be performed due to the device's electrical condition and an obstruction at the distal end that affects flow across the device. Dissection inspection showed procedural waste found on the distal end (salt buildup, blood/tissue). The reported issue of noisy electrogram was not confirmed, however, an obstruction on the distal end was noted. Due to the physical condition of the device, the electrical test could not be performed and the reported issue cannot be established. If there is any further relevant information obtained, a supplemental medwatch will be filed.